Event description:
It was reported that mispositioning of implanted stent and intra stent restenosis occurred and the patient experienced unstable angina. In (B)(6) 2011, the patient presented with unstable angina and was referred for cardiac catheterization which revealed the 90% stenosed, de novo ostial lesion that was 30mm long with a reference vessel diameter of 3mm and was located in the proximal left anterior descending artery. The lesion was treated with predilatation and placement of a 32mm x 3.00mm taxus element drug eluting stent resulting to 0% residual stenosis. The patient was discharged on the same day on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with unstable angina and was hospitalized on the same day. One day post admission, it was observed during a coronary angiography that there was "mispositioning" and 90% focal intra stent restenosis of the previously implanted study stent located in the proximal left anterior descending artery extending to the mid left anterior descending artery. The lesion was treated with balloon angioplasty resulting to 0% residual stenosis. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event occurred on an unspecified date in (B)(6) 2012 and that during coronary angiography, a 90% long focal in-stent restenosis was observed on the previously placed study sent located and extending within the proximal left anterior descending artery (lad). One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).